Event description:
A malfunction was reported involving alarm 2 and alarm 26 with an occlusion issue, but there was no adverse impact to the customer's blood glucose level. The customer experienced recurring occlusion alarms and was instructed by technical support to perform several procedures, including disconnecting and adjusting tubing, checking for insulin blockages, and eventually filling and loading a new cartridge. Despite these efforts, the occlusion alarm continued, leading technical support to replace the pump. The customer was informed about the replacement and provided with a backup therapy plan using a replacement pump. The customer was also given instructions for returning the faulty pump.